Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during a servicing check, impedances were greater than 10,000 ohms on electrodes 10, 11, 14 and 15. There were no contributing factors identified, and the issue was not resolved at the time of the report. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the high impedances di not resolve but the patient was receiving therapy and his programs were not affected by the high impedance electrodes. There were no further complications reported or anticipated.